Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports lancet device will not retract the lancet anymore. Customer states a properly seated lancet is protruding out the end of the lancet device that has a properly seated cap on it. No adverse event alleged. Lancet device and lancets replaced and requested for return.